Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was electively replaced due to an advisory issued on this model device. New information received indicates that while implanted this ICD exhibited pocket migration and required additional medical intervention. It was also reported that this patient exhibited pocket infection which was treated with antibiotics.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.